Event description:
A peritoneal dialysis (pd) patient's wife ((B)(6)) contacted fresenius customer service to report that her husband has very sensitive skin and the island dressing leaves his skin red and raised around the area after use.

Manufacturer narrative:
On june 13, 2025, we received the email from the u.s. Agent. Zhende contacted the distributor to ask for more information about this adverse event and has not received any reply. No batch information was provided, neither the affected device was provided. The information of the patient is not known and the use scenario was not provided, hence no testing has begun.